Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further alleges that a revision procedure is planned. The reason for the upcoming revision was not provided. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.